Event description:
The user was implanted on (B)(6) 2023 but due to medical issues and multiple hospital stays was not activated until (B)(6) 2023. The recipient had a history of medical issues and multiple hospital stays, including hospitalization for dizziness and a reported fall in which the user hit the right side of her head (date unknown). Reportedly, not much dizziness was present before surgery. Dizziness is likely related to the pneumo labyrinth. The pneumo labyrinth was not present prior to implantation; this is the combined result of cochlear implantation in the presence of a contralateral ventricular peritoneal shunt. The surgeon audiologist are planning to monitor impedances/performance/subjective quality of life impact over the next few months prior to determining next steps. The user has not yet returned to the clinic for any scheduled follow-ups.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further the recipient is experiencing dizziness, which is likely caused by clinical/surgical issues namely pneumo labyrinth affecting the cochlea, vestibule and semicircular canals, which is a known undesired side effect of middle ear surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows affected channels. The recipient had a history of medical issues and multiple hospital stays, including hospitalization for dizziness and a reported fall in which the user hit the right side of her head (date unknown).